Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the thrombus adhered to the sheath of the catheter preventing the procedure to proceed smoothly. The catheter was not used, and another catheter was used for implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. No anomalies were found. The analyst noted that the was dried blood visible inside the catheter sheath and on the dilator. Using the returned dilator, insert it into the catheter sheath, it was difficult to passed throughout the tip. Destructive analysis was performed and found only dried blood. Dried blood related to the complaint, but it is not the product performance failure. If information is provided in the future, a supplemental report will be issued.